Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "plaintiff did not undergo confirmation test". The patient's medical history included live birth ((B)(6) 2010), live birth ((B)(6) 2008) and bipolar disorder. Concurrent conditions included bowel adhesions. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (abnormal heavy bleeding),") and dysmenorrhoea ("dysmenorrhea (severe menstrual cramps)"). The patient was treated with surgery (total laparoscopic hysterectomy and right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown and the menorrhagia and dysmenorrhoea was resolving. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-dec-2019: pfs received. Event injury was updated and new events: pelvic pain, menorrhagia (abnormal heavy bleeding), dysmenorrhea (severe menstrual cramps) were added. Removal details added. Case becomes incident. New reporters, plaintiffs information added. Concomitant and past medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.